Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to confirm the customer's reported issue and replaced the batteries. Unrelated to the reported issue, the stm replaced the safety disk because it was expired and was needed in order to complete functional tests and calibration validation. In addition, the stm replaced the helium tank provided by the customer because it was empty. Upon review of the iabp log files the stm noted that no abnormal entries were observed. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during off-label use via axillary insertion of the intra-aortic balloon (iab) on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown. The iabp unit had been unplugged from the power source for 10 minutes when the shutdown occurred and the end user indicated that at the time of disconnection from the power source, the battery icon on the display showed a full charge. The iabp was swapped to another cs300 iabp without issue and the initial iabp was tagged and delivered to the biomedical department. There was no harm or injury to the patient and no adverse event was reported.